Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011 customer reported that the probe on the act 5 diff instrument was leaking fluid (diluent) on top of the cap when running control vials in the closed vial mode. Customer stated that the results were within specifications. Customer stated that only after running same vial for 10 times or more customer noticed drop in counts at which point a new vial was used and it recovered within specification. Customer reported that he switched and ran all vials in open vial mode and no leak was present. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and observed liquid on the vials after piercing, and it was noted that the unit passed performance and quality control testing. Fse replaced the o-ring in the top of the rinse block and adjusted the door solenoid position. This resolved the issue. No further leaks were reported.